Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the event that is related to burn on plastic distal end cover (c-cover) is pti not applicable, subject to the following investigation. Since olympus identified that risk of this event was already analyzed, olympus determined further escalation was unnecessary. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that due to burn on plastic distal end cover (c-cover), insulation resistance value at distal end did not meet the standard value. There was no patient involvement.